Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, at the procedure closure, they noticed that the working channel of the spyscope ds was protruding at the distal end of the scope. Reportedly, no part of the device detached and the procedure was completed with this device. While in recovery following the ercp procedure, the patient's bile duct was noted to be perforated. The physician's assessment regarding the cause of the perforation was not reported. A repeat ercp was performed on (B)(6) 2016. As of november 7, 2016, the physician reported that patient was recovering and is stable.

Manufacturer narrative:
A visual examination of the spyscope ds device found the working channel sleeve extended from the distal cap when received. Moreover, the catheter was found kinked in multiple locations at the distal end. The distal tip would articulate without issue. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed through the working channel without issue. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. The complaint was consistent with the reported event of working channel sleeve protruding. Based on all gathered information the investigation fails to determine a definite root cause. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling. Moreover, perforation is also listed in the adverse events section as a possible complication.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, at the procedure closure, they noticed that the working channel of the spyscope ds was protruding at the distal end of the scope. Reportedly, no part of the device detached and the procedure was completed with this device. While in recovery following the ercp procedure, the patient's bile duct was noted to be perforated. The physician's assessment regarding the cause of the perforation was not reported. A repeat ercp was performed on (B)(6) 2016. As of (B)(6) 2016, the physician reported that patient was recovering and is stable.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, at the procedure closure, they noticed that the working channel of the spyscope ds was protruding at the distal end of the scope. Reportedly, no part of the device detached and the procedure was completed with this device. While in recovery following the ercp procedure, the patient's bile duct was noted to be perforated. The physician's assessment regarding the cause of the perforation was not reported. A repeat ercp was performed on (B)(6) 2016. As of (B)(6) 2016, the physician reported that patient was recovering and is stable.